Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with blood glucose levels over 600 mg/dl. The customer stated that she was thirsty, nauseous and vomiting. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but failed the high pressure test. The customer called back the next day to report a high blood glucose reading of 599 mg/dl. The customer stated that she intends to go to the emergency room for treatment. The customer had not changed the infusion set to solve the issue. The insulin pump had been replaced on the previous call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.